Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver was not working. At the time of this report, the procedure was completed robotically, but it is unknown if the reported event had any impact on the patient or if a fragment fell inside the patient. Isi followed up with the initial reporter and obtained the following additional information: the customer was not made aware if there was any tissue involvement nor if fragments fell inside the patient. A backup instrument was used to complete as scheduled and no reports of patient injury were made.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition, cut, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no report of a recognition or engagement failure during this procedure in the instrument log. The instrument was fully functional. No product issue was identified.